Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of myocardial infarction is a known observed and potential adverse patient event as listed in the promus everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that post stenting procedure the subject experienced a myocardial infarction. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information. The other promus device referenced is being filed under a separate medwatch MFR number. Date of event and implant date are estimated.